Manufacturer narrative:
Customer care made multiple attempts to contact the user to gather further details regarding the reported hospitalizations. However, the user could not be reached despite multiple outreach by customer care.

Event description:
On (B)(6), 2026, senseonics was made aware that a user reported multiple hospitalizations earlier in the year. The report indicated that the hospitalizations were not believed to be related to the eversense system.